Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that initially all measurements were "ok" through the analyzer, but when the device was programmed to ventricular bipolar pacing there was no output. When the device was reprogrammed back to unipolar, all of the measurements were "ok." It was also reported that the device had a loose set screw. The device remains in use. No patient complications have been reported as a result of this event.